Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Surgeon reported that during the 7th adjustment they put 0,5cc and in total 9cc in band. During the last adjustments the pt could eat almost everything w/o any problem. This continued during the next four adjustments over seven months, when the surgeon reoperated, but was not able to see leakage. The ultrasound taken prior to surgery, not leakage at the lip of the buckle.